Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed that the device did tried to shock then changed vectors and correctly gave therapy for ventricular fibrillation and low impedance on a high voltage lead on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient condition was unknown.